Manufacturer narrative:
(B)(4).: a follow up report will be submitted upon completion of the investigation.

Event description:
The caller reported, the unit is not charging battery when powered by ac power. There was no pt involvement.